Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had their implant removed a few years ago because the therapy was not reaching where they needed it to (the bottom of their feet) and had been causing them pain. Patient stated when they bent over it felt like they were being electrocuted; they went to pick up a sock on the floor once, and felt like they were being tased. Patient stated their current doctor said the implanting surgeon had placed the implanted devices too high. Patient said they shut their ins off due to the ongoing issues, then eventually had the system removed. Patient did not know the name of the representative(s) they worked with in the past, or when, but said they had tried readjustments that were unsuccessful.